Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow, down arrow and ok keypad buttons were stiff and had delayed intermittent responses. The patient reportedly was unable to advance through the screens normally and was unable to unlock the pump after locking the previous night. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and cleaned the pump with mild soap and a damp cloth. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was intact. Evaluation revealed that all of the buttons responded appropriately. There was no evidence of keypad contamination found under the key contacts. The alleged complaint of the intermittent response of the buttons was not duplicated. Unrelated to the complaint, evaluation revealed a scratched lens, which has no effect on insulin delivery.